Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip and was missing the reservoir tube o-ring also, unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to physical damage to case. The insulin pump had normal operating currents, passed a21 error test, rewind and displacement test. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had to put a rubber to keep the reservoir in place. The customer's blood glucose was 338 mg/dl at the time of incident. The customer stated that the insulin pump had damage on the reservoir compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.